Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device failed the o2 cell calibration. The intermittent alarm was observable both visually and through hearing. The device log files were provided to hamilton. This malfunction was reproducible. There is no patient involvement reported. However, there is need for medical intervention reported. There is need for medical intervention reported. The faulty ventilator device got out of service and exchanged. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device failed the o2 cell calibration. - the intermittent alarm was observable both visually and through hearing. - the device log files were provided to hamilton. - this malfunction was reproducible. - there is no patient involvement reported. However, there is need for medical intervention reported. - there is need for medical intervention reported. The faulty ventilator device got out of service and exchanged. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.